Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook metro direct wire guide, reorder number metii-35-480, with a conmed proforma catheter. Cannulation was unsuccessful. The physician switched to a cook tracer hybrid wire guide. Almost immediately after switching to this wire guide, they were able to easily advance the wire guide upward into the bile duct. Upon contrast injection, they saw the contrast spilling everywhere (not just in the bile duct), which indicated a bile duct perforation had occurred. While the perforation was not present before use of the tracer hybrid wire guide, the physician was not certain what caused the perforation. The procedure was stopped immediately due to the perforation and the patient was sent for perforation evaluation. After this case, the physician compared tip stiffness of the metro direct and tracer hybrid wire guides. The physician commented that the tracer hybrid seemed to be more stiff. Perforation was confirmed but further procedures or adverse effects to the patient are not known. The cook area representative was unable to collect any further information regarding the patient's outcome.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The instructions for use lists the following. Potential adverse events associated with ercp include perforation. Prior to distribution, all wire guide are subjected to a visual inspection and to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.